Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the adhesive on the lens was peeled. However, a definitive root cause was not established at this time. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. "Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the device evaluation, the following was found: there was adhesive around objective lens was peeled due to deterioration or breakage of the adhesive (chemical stress / physical stress). Additionally, adhesive on the bending section cover had a chip. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The endoeye flex deflectable videoscope was returned to an olympus service center for maintenance with no complaint reported by the end user. During inspection, the objective lens adhesive was found peeling. There was no patient involvement. This report is being submitted for the malfunction found during the device evaluation.